Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2014 with the following findings: a review of the black box showed multiple consecutive reboots on (B)(6) 2014; there was no evidence of short battery life found in the black box. The returned battery cap was undamaged and was used to complete investigation. Visual inspection revealed that the battery compartment was cracked. The pump powered on normally and successfully completed a rewind, load, and prime sequence. All current draws were found to be within required specifications. The pump casing was opened and there was no defect found to the power circuit. The complaint of a battery life issue could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue; damaged battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.